Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The blue tip on the tibia impactor broke today when surgeon went to impact the tibia. Pka case.

Manufacturer narrative:
Corrected data: concomitant medical products/device evaluated by MFR product available to stryker. An event regarding crack/fracture involving an mako impactor tip was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: not performed as the lot number was not provided. Complaint history review: not performed as the lot number was not provided. Conclusions: the event was not confirmed nor the root cause determined because the device was not returned for evaluation and insufficient information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
The blue tip on the tibia impactor broke today when surgeon went to impact the tibia. Pka case.